Event description:
During the insertion of the midline catheter, I inserted the guide wire into the needle after obtaining access. The wire was not advancing as it normally does, so I attempted to pull back the wire and felt resistance. I attempted several maneuvers to free the wire unsuccessfully. I pulled back on the needle and the wire together, but it still noted resistance. I removed this needle, leaving the guide wire inserted and manipulated the wire. At this time, the part of the tip that is visible became uncoiled. As I pulled the line, I felt a pop and the wire was out. Upon inspection of the wire, I was concerned that a portion of it was retained. Procedure was aborted. Dr (B)(6) was called. He recommended that an x-ray of the arm to be ordered. Order was placed which confirmed that a part had been retained. Hospitalist was notified. Surgery consult, CT angio demonstrates wire is in sq space, not a vascular structure. Could be removed or could be left in place. No risk of embolization.